Manufacturer narrative:
The investigation has been carried out by the ats department. The device was sold on the 10th of august, 2015. The last repair was carried out on the 1st of october, 2016. During the functional testing, it has been ascertained that the adhesive connection between the screw ring and the case was insufficient. Further deviations were not detected. There were no unusual running noises and the temperature was within the specifications. The device history files have been checked and found to be according to the specifications, valid at the time of production. The failure is most probably product related. Due to a bad adhesive connection it came to the described defect. This failure occured most probably during the last repair in 2016. Corrective action: no CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that the device broke during the operation. The procedure was longer than fifteen minutes.